Event description:
Boston scientific crm received information that this right ventricular (rv) lead underwent a revision procedure, shortly after which the lead dislodged. After several attempts to once again reposition, an adequate impedance measurement could not be obtained, nor could any pacing be measured. The lead was explanted, and upon inspection a small piece of tissue was found in the helix of the lead. A new rv lead was successfully implanted in its place.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.